Event description:
The customer reported that the system would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors and replaced the display adaptor board. The system operates as intended.